Event description:
The user facility reported that the terumo syringe involved plunger leaked during the collection of cytotoxic drugs. There was no patient involvement. The event occurred pre-treatment.

Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. Operator of device: unknown. Implanted date: no patient involvement. Explanted date: no patient involvement. Health professional: requested, unknown. Occupation: requested, unknown. The actual sample is not available for evaluation hence we could not determine the details of its actual condition. The retention samples were confirmed free from any damages that could lead to the complaint. The samples were evaluated through the following related functional testing to challenge the functionality of the product. All samples showed passed results. Liquid leakage at the syringe plunger under compression test to check no leakage of water past the plunger stopper or seal, and small droplets between the seals are not considered a failure. Air leakage past the syringe plunger stopper during aspiration, and for separation of plunger stopper and plunger. This test was conducted to check no leakage of air past the plunger stopper or seal and no fall in the manometer reading. We have received twenty-three (23) complaints covering fy20 to fy22 (january 13, 2023) related to this issue where the cause was not identified related to our product or production process. The root cause of the complaint could not be identified to be related to our product or production process. Verification of the retention samples was confirmed free from defects that will lead to the complaint. A simulation was conducted and no irregularities on the syringe were encountered. Moreover, the samples have undergone leakage-related tests, and all samples showed passed results. The functional performance of the device in terms of leakage is tested periodically (yearly until the life of the device) to confirm its performance thru time. The record of the representative sample from the stability test record showed passed results for the 30ml terumo syringe. We have a series of inspections from the molding process to the outgoing process to check ig, plunger, and barrel conditions. All samples showed passed results. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4)